Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 840 ventilator generated an alarm and became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, it is unknown if the patient was harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the ventilator and found that the ventilator failing post (power on self test) upon turning on. The fse replaced bd (breath delivery) central processing unit (cpu) to resolve the issue. The ventilator passed all testing and was returned to the customer. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Device evaluation summary: the breath delivery xena ii pcb (bd xena ii pcb) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test. The fault was isolated to the microprocessor, component reference designator u27.if information is provided in the future, a supplemental report will be issued.